Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir is leaking which is causing big air bubbles in the tubing. The customer's blood glucose was unknown. The location of the leak is in the o-rings. Customer is unsure if leak is past 1st or 2nd o-ring. Customer stated that it seems to be the rubber sills that are leaking and he removes it and smells insulin. Customer declined troubleshooting. The customer agreed to return reservoir for analysis.